Event description:
The customer reported an intermittent problem with the left screen monitor blacking out during cases. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended. However, as a precautionary measure, the monitor connectors and power cable were reseated.